Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a touhy adaptor and a 0.014 inch guidewire. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The guidewire was still inside the balloon catheter and both the guidewire and balloon was still inside the touhy adaptor. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed damage to the tip. There is buckling to the guidewire lumen 45mm from the tip and a stretched section of the guidewire lumen 46mm from the tip. After all the damages were documented the devices were carefully separated. No additional damages were found or created from separating the devices. There is blood present in the inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. Since there is blood present in the device it was pressure tested to find any possible leaks. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 12atm. The reported information indicates the device was inflated to 8atm; therefore, there is no indication the device was inflated over rbp. The device was inflated to rated burst pressure and could hold pressure for 5 minutes. No leaks were identified. There were no issues deflating the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is buckling to the guidewire lumen which can potentially cause inflation or deflation issues.

Event description:
It was reported that failure to deflate and difficulty removing a balloon occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). A 3.50 mm x 20 mm emerge balloon was used to dilate the target lesion and after the second inflation at 8 bar, the balloon would not deflate. While it was still inflated, the balloon was pulled gently towards a 6 french guide catheter until it stuck halfway in the guide catheter entry. It was noted that there were no abnormalities with the balloon until the balloon could not be deflated. The balloon and the guide catheter were removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that failure to deflate and difficulty removing a balloon occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). A 3.50 mm x 20 mm emerge balloon was used to dilate the target lesion and after the second inflation at 8 bar, the balloon would not deflate. While it was still inflated, the balloon was pulled gently towards a 6 (B)(6) guide catheter until it stuck halfway in the guide catheter entry. It was noted that there were no abnormalities with the balloon until the balloon could not be deflated. The balloon and the guide catheter were removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event.